Manufacturer narrative:
A ge service rep performed an on site investigation. The burning smell could not be duplicated. The leg extension was cleaned during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 2800 system leg extension was stuck and there was a burning smell coming from the system. No pt injury was reported.